Manufacturer narrative:
Di not available as product was manufactured on or before (B)(6) 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate auto mode switch (ams) due to atrial lead noise oversensing was observed. No programming change was made. The patient was stable and being monitored.